Event description:
It was notified directly by the customer regarding this event. It was reported the trocar would not engage. It is unknown what procedure was being performed or the event date. Event date said to be approximately 2 to 3 weeks ago. There was no consequence to the pt.